Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no abnormality.

Event description:
It was reported that the external pulse generator (epg) had a pacing "failure" while the epg was in use with a patient. Another epg was used. The epg was returned for service. There were no patient complications reported as a result of this event.